Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with contrast in the inflation lumen and in the balloon. Microscopic inspection revealed a burst in the balloon material, 25mm in length. Inspection of the remainder of the device found no damage or defect. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. An 8.0mmx40mmx80cm sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.